Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer performed and signed service installation record (sir). System meets specifications as per service installation record. No associated service visit for the reported event could be identified. No logfiles are available for review. Therefore, logfile review could not be performed. No complaint-related product is expected to return for investigation. Not enough information was provided to properly complete an investigation. Therefore, the root cause of the reported event could not be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced symptoms such as severe dry eyes, blurred vision, pain behind the eye during head movements, hypersensitivity to wind and light, dizziness, tinnitus and corneal ulcer in the unknown eye of a patient, after refractive surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).